Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02331. It was reported that the patient's system was auto reducing due to high impedances present on both implanted leads. The patient reported 6 falls in 2023 and therapy stopped in (B)(6). As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted and replaced to address the issue. Effective therapy was restored post-op. Ipg was not replaced as the current battery status was at 2.97v.